Event description:
It was reported that the warming blanket often when touching it gives an electric shock. The person who received an electric shock was the nurse. The incident occurred during removing the cover and there were no reported injuries, but the discharge is so strong that it was felt for some time. Customer also stated that there was no patient involvement.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.